Manufacturer narrative:
H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a black particulate matter inside the header cap. It is not clear from the photos whether the particles are loose inside the header cap, or whether the particles were injected into the cap during the molding process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the presence of the particulate was determined to be related to manufacturing as it was not detected during visual inspection. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "impurities" were observed in the header of a polyflux 170h during set up. There was no patient involvement. No additional information is available.